Event description:
It was reported that while removing a bd obturator for venflon/safelon, that 5cm of the device was missing. It was suspected that the rest of the device had remained in the patient's vein. The physician immobilized the patient's arm with bandages to prevent migration of the device. A doppler ultrasound performed the following day and an echo of the patient's heart was also done. The results of both tests were that nothing was found. The patient did not show any adverse clinical signs and was discharged to home from the hospital.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.